Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Correction to block h6.

Event description:
It was reported that the patient experienced inadequate pain relief and had difficulty keeping the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.